Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a large air bubble in her reservoir. The patient's blood glucose at the time of incident was 264 mg/dl. Troubleshooting was initiated for the air bubble anomaly. The customer stated that she primed twice but the air bubble did not get smaller at all. The customer confirmed that the insulin was stored at room temperature. She also changed the infusion set five minutes prior to calling. The customer was advised to tap the reservoir to gather the small bubbles into a large one, and then to push air back into the insulin vial. The air bubbles did not persist after that. The customer was advised to monitor the reservoir and call back if problems persist. No products were returned and a replacement reservoir was shipped to the customer.